Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was having issues interacting with the pump touch screen. Reportedly, when the customer would touch the buttons, the pump didn't seem to register the presses on the screen. During troubleshooting, it was confirmed that the pump screen was responsive. The customer's blood glucose level was not impacted. The customer would continue to use the pump for insulin therapy.